Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6)2011 explanted: product type catheter. Product ID 8731sc lot# serial# unknown implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and other spasticity. The pump contained gablofen [500 mcg/ml] at a dose of 151 mcg/day. It was reported the catheter appeared to be ¿bound up¿ near the anchoring site. The catheter had migrated. The representative said they were planning to do a revision the day of the report and replace a portion of the spinal segment. Reported symptoms included a lack of efficacy. No further patient complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: 2011 (B)(6) explanted: product type catheter product ID 8731sc lot# serial# (B)(4) implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the issue was resolved.